Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that an alert was issued via the remote home monitoring system for a high out of range shock impedance measurement for the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that review of the information currently available via the remote home monitoring system shows no noise and no other measurement issues. The nurse stated the patient will continue to be monitored remotely and at this time they will not take any actions. The rv lead remains in service and no adverse effects were reported.